Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer states the walker rivets on the right, where it folds up, breaks and the right screw begins to come out.